Event description:
An abbott service representative identified three instances on the accelerator aps where a nine digit sample ID was misread as an ID of less than nine digits. The abbott service representative was unable to pull the error logs to see if error codes were generated for the three events. The samples had been discarded and patient information was not available. There were no service calls initiated by the customer for barcode errors. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Field service was dispatched to edit the barcode length settings to nine minimum and 10 maximum. Any barcode read with less than nine digits should now generate an error message. Tracking and trending did not identify an adverse trend for 10-12 character sids that are read as a one or two digit sid. Current labeling adequately describes configuration parameters for bar codes and samples and acceptable bar code specifications. Datalogic, the manufacturer of the barcode reader, recommends using the minimum and maximum barcode length settings. A deficiency was identified as the system is not functioning as intended. Inpeco will release a new barcode reader configuration file as an enhancement that will define the default minimum setting as four and the maximum as 24.